Event description:
It was reported that the customer rec'd unknown error codes during an unknown case and heard popping noises. The customer used a different handpiece and disposable to complete the case with no pt consequence.